Manufacturer narrative:
Report numbers: 1038671-2024-02707, 1038671-2024-02719. D10 concomitants: (B)(6) 02-010-03-0340 - logic cr femoral cem, right, sz 4. (B)(6) 02-012-49-4011 - logic cr tib insert slope++, sz 4, 11mm. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 203-96-21 - (11-2714) 90x13/21x 1.9mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02707, 1038671-2024-02719. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 101 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, osteolysis, aseptic loosening and debonding of the femoral component, daily knee pain and discomfort, limited daily activities and impacted quality of life. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.